Manufacturer narrative:
Device evaluation: the geenen pancreatic stent, gpso-5-11 of unknown lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. As the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. There is evidence to suggest that the user did not follow the instructions for use. As per information reported an incorrect sized wireguide (0.025") was used. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. The physician attempted to insert the gpso-5-11 stent in the pancreatic duct to prevent pancreatitis, this is regarded as off-label use as the device was used prophylactically. This user error of the incorrect size wireguide would be considered secondary to the use of the device off-label. Summary: complaint is based on customer testimony. According to the information reported there was no adverse events suffered by the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert gpso into the p-duct to prevent pancreatitis. As the doctor pushed the gpso-5-11 through the visi2 guide wire, he realized that the stent was longer than expected. Because the part that came out into the duodenum was too long, he removed gpso-5-11 and reinserted gpso-5-9 cm. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.